Manufacturer narrative:
Additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during a cervical spinal fusion surgical procedure, it was observed that the motor device did not work when plugged into a console device. According to the report, the motor device was not activating the led lights on the console device; and the console device was not signaling any error codes either. It was further reported that the motor device was plugged into another console and still a no "go". There was a 10 minute delay to the planned surgical procedure in order to obtain a spare motor device which worked fine when it was plugged into the initial console device. There was no patient involvement reported as the issue occured before used on a patient. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the device did not work when plugged into the console was confirmed. It was further noted that the device failed hand control assessment, the flex circuit potting was cracked, and the hook spring was installed improperly (backwards) during assembly/repair. It was further determined that the flex circuit failure was internal to the potted circuit. It was determined that the strain relief spring was improperly installed into the hose brace. The assignable root cause was determined to be due to improper assembly/manufacture of the device. It was determined that the flex circuit hand control was not functioning due to the magnetic sensor failing open internally. The assignable root cause of the failed magnetic sensor was not determined. The replaced flex circuit was observed to have a crack in the potting. The crack was observed to be at the ends of the flex circuit board and did not indicate any damage to the flex circuit itself. The assignable root cause for the flex circuit potting crack was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate